Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of post-sensed t-wave oversensing noted on the device. No intervention has been performed and the patient was stable and will continue to be monitored.